Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: the device was returned to zoll medical corporation; the malfunction was duplicated and the monitor board was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a female patient (age unknown), the device restart/reboot itself. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a female patient (age unknown), the device inappropriately shut down and would intermittently not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.